Event description:
A file separated in the canal during a procedure. The patient was referred to a specialist who placed a temporary restoration, leaving the separated piece in place. The tooth is reported as being asymptomatic.